Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The reported complaint was confirmed through quality testing. Maximum temperature recorded on the head of the attachment exceeded iso 13732-1 and es-1104 for maximum allowable temperature. The attachment exhibited a temperature increase during free run testing of 53.3 c and under load of 87.2 c. Maximum allowable temperature at the time of testing was 43.2 c. Microscopic evaluation revealed moderate gear wear on head-tail and head assemblies. Debris was also noted within the cap and head cavities. There was also evidence of the set assembly coming into contact with the inside of the cap button during use as seen from the wear marks on the pusher and inside of the cap cavity. This indicates severe interaction between these two mechanisms at high rotational speeds which creates heat. All components looked dry and corroded.

Event description:
In this event a doctor reported that an estylus 1:5 ca attachment overheated. There was no injury or intervention.